Event description:
It was reported that during treatment of angina pectoris, a physician experienced difficulty withdrawing the intravascular ultrasound (ivus) catheter. The lesion being treated was located in the right coronary artery (rca) middle, 90% stenosed without calcification in moderate tortuous anatomy. The ivus catheter was being used to confirm deployment of a cypher stent. The catheter was able to move forward, but was unable to be retracted. In an attempt to free the catheter, the physician removed the imaging core of the catheter and introduced a guidewire. At this point, the ivus catheter was freed and withdrawn without patient complications.